Manufacturer narrative:
Day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air was leaking into the probe. There was patient involvement and no patient harm/adverse event reported. Total of 3 occurrences.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: three (3) pictures were received from the customer. Two (2) samples returned for p/n z250-12, l/n 4398730 were received in used condition, inside a plastic bag. Samples were placed in the sleeve leak test to check the assembly for leaks. The samples failed the leak test, and the customer's indicated failure was confirmed. The root cause was not established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.